Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator implanted: (B)(6) 2008; 5054 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had numerous high impedances which triggered a lead warning. The range showed undefined impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.